Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the loss of communication between the insulin pump and the transmitter and noticed a belt clip damage. Blood glucose value at the time of the event was 419 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection and assisted by the customer's next of kin. The event involved product(s) mmt-1884, mmt-332a, unomedical, acc-1601 and mmt-7841zn troubleshooting was performed for loss of communication. The customer reported the transmitter did not blink when connected to the sensor or that the sensor warm-up had not started. The transmitter was fully charged prior. The led (light emitting diode) light blinked when the transmitter was disconnected from the charger. The transmitter led (light emitting diode) light blinked when connected back to the sensor. The transmitter connected to the pump as expected. The issue was resolved. Troubleshooting was performed for the hyperglycemic event. The customer had been using the insulin pump system within 48 hours of the reported time of the event. The customer stated the auto mode/smartguard feature was not active at the time of the event. Troubleshooting was performed for the belt clip damage, and the customer was instructed that the non-serialized product was being replaced. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7841zn. No product return is required for acc-1601.